Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 had failed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 has failed. A field service engineer (fse) found legacy full-height drawer was not detected on hta. Fse informed the customer that a replacement drawer would be required. The fse unpacked the replacement drawer and placed it on a cart; no pockets were present. Customer attempted to locate pockets but was unsuccessful. Drawer was reboxed while the customer searched further. Customer later found the key to the pocket storage location. Drawer was unpacked again, but the pockets provided did not match the drawer configuration. Drawer 5 was also not detected on the bus. Fse informed the customer that a replacement part would be needed. Three follow-ups were completed, but no response was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 had failed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.